Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: essure in uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease in 2013. Previously administered products included for an unreported indication: loestrin from 2007 to 2016, paragard from 2010 to 2016, microgestin in 2009 and alesse in 2007. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic area pain") and was found to have weight increased ("weight gain/loss: weight gain"). The patient was treated with surgery (surgical removal of coil(s) - left coil removed hysteroscopically and ablation and d and c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Only right tube were blocked, I had second implant 5 months after on (B)(6) 2016. The third essure coil was failed to insert (failed attempt) the patient tolerate the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: essure in uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease in 2013. Previously administered products included for an unreported indication: loestrin from 2007 to 2016, paragard from 2010 to 2016, microgestin in 2009 and alesse in 2007. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic area pain") and was found to have weight increased ("weight gain/loss: weight gain"). The patient was treated with surgery (surgical removal of coil(s) - left coil removed hysteroscopically and ablation and d and c). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown and the menorrhagia, pelvic pain and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Only right tube were blocked, I had second implant 5 months after on (B)(6) 2016. The third essure coil was failed to insert (failed attempt) the patient tolerate the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: pregnancy test was negative. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-event outcome of pain and bleeding updated.reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: essure in uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. D06941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease nos in 2013. Previously administered products included for an unreported indication: loestrin from 2007 to 2016, paragard from 2010 to 2016, microgestin in 2009 and alesse in 2007. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("physical pain/pelvic area pain") and was found to have weight increased ("weight gain/loss: weight gain"). The patient was treated with surgery (ablation and d and c and surgical removal of left coil hysteroscopically). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Only right tube were blocked, I had second implant 5 months after on (B)(6) 2016. The third essure coil was failed to insert (failed attempt). The patient tolerate the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pregnancy test - on an unknown date: pregnancy test was negative. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia) , psychological or psychiatric problems condition: depression and mental anguish , migration of essure device location of device: essure in uterine cavity , dysmenorrhea (cramping) were added, lot number received. Expiration date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.